Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the device broke. The target lesion was located in the mildly calcified right coronary artery (rca). A vl3.5 model-7f mach 1 was selected for use. During the procedure, it was noted that the tip of the catheter broke when the physician cannulated the ostium of the rca. The device was removed from the patient in one piece and the procedure was completed. No complications were reported, and the patient was stable post procedure.